Event description:
It was noted that during multiple inflation testing, the balloons would burst on 2 year real time aging units.

Manufacturer narrative:
The complaint received states that during real time aging testing protocol, 8 aviator plus balloons burst during multiple inflation testing. During real time aging testing per protocol (B)(4), 8 samples out of 10 failed multiple inflation tests (1 failed at 1st inflation, 2 at 2nd, 1 at 3rd, 1 at 4th, 1 at 5th, 1 at 7th, 1 at 8th inflation). Specification: minimum 10 inflations at rbp with holding time of 30 sec per inflation. (The testing required a total of 29 samples to be tested with 0 failures to pass; however, testing was stopped after having 8 units fail from the first 10 units tested). The balloon catheter tested was (424-6040). These failures were captured as complaints even though they were found in house since the lot built for the real time aging test is the same as the lots built for commercial distribution. No add'l investigation into this complaint is necessary. All investigation into the root cause of this issue will be documented in the real time aging report. These devices were not used clinically. The mfg documentation is included in the real time aging report. The complaint of balloon burst was confirmed during real time aging test protocol. There is no evidence of mfg or design issues that contributed to the event. Review of the info does not suggest what other factors may have contributed to the confirmed balloon bursts.